Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 22:09:17. During night drain cycle four, the patient's ultrafiltration reading was 775ml, indicating the home patient (hp) drained 775ml more than their maximum programmed fill volume of 1200ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. Review of the service history revealed previous device servicing did not cause or contribute to the iipv event. Upon conclusion of the investigation, the cause of the reported issue was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.